Event description:
It was reported that the patient was not able to get relief in the back. The patient underwent a procedure wherein the old paddle lead was replaced, and the new paddle lead was relocated. The patient was doing well postoperatively. The explanted paddle lead will not be returned as it was discarded by the medical facility.